Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("she became pregnant"), abortion spontaneous ("miscarriage.") And device dislocation ("sterilization clips not assessed as were not visualized on ultrasound") in a 31 year-old female patient who had essure inserted (lot no. D29716). Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("she became pregnant"). The patient had a medical history of cholecystectomy in 2013 and sphincter of oddi dysfunction, pancreatitis, sphincter of oddi dysfunction (transduodenal sphincteroplasty - 2017), vaginal bleeding, intermenstrual bleeding, post coital bleeding, heavy menstrual bleeding, dysmenorrhea, back pain, ovulation pain, nausea and pain. Concomitant products included zomorph (morphine sulfate), codeine, brufen mr (ibuprofen;tizanidine hydrochloride), paracetamol, oral contraceptive nos, tranexamic acid, cyclizine and morphine. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 1023 days after essure insertion, she experienced device dislocation (seriousness criterion medically important). Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), pregnancy with contraceptive device (seriousness criterion medically important), abortion spontaneous (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic or hypersensitivity reaction"), menstrual disorder ("changes to menstrual cycle"), discomfort ("discomfort"), mental disorder ("psychiatric or psychological problems"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems") and was found to have hormone level abnormal ("hormonal problems nos"). The patient was treated with surgery (essure removal, hysterectomy / total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, device dislocation, genital haemorrhage, dyspareunia, hypersensitivity, menstrual disorder, discomfort, hormone level abnormal, mental disorder, urinary tract disorder and bladder disorder were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, bladder disorder, device dislocation, discomfort, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder, pelvic pain, pregnancy with contraceptive device and urinary tract disorder to be related to essure administration. The reporter commented: 2 coils were trailing from each cornual end. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2020: MRI cholangio-pancreatogram. Clinical information: ongoing pancreaticobiliary pain, previous cholecystectomy and surgical sphincteroplasty for sphincter of oddi dysfunction conclusion: no biliary tract dilatation. No cbd stone. [Specialist consultation] on (B)(6) 2021: patient came for reconsenting as her old consent was more than a year old. She also mentioned that she would like to have her labial tear repaired which she sustained during delivery. She still has heavy bleeding and she is not keen for any other options and she is happy to have surgery. Dr have, therefore, consented her for a total hysterectomy, bilateral salpingectomy, right labial repair and conservation of ovaries. [Ultrasound pelvis] on (B)(6) 2019: gynecological ultrasonography. Indication: lower abdominal pain, assess position of essure. Heavy bleeding. Lmp: 3 weeks ago. Findings: uterus anteverted. Cervix appears unremarkable. Endometrium clearly visualized. Comment: small trace of fluid noted within the cavity measuring 4mm, either side of this the endometrium measures 8.6mm in total. Pouch of douglas: free fluid: none seen. Right ovary: visibility: clearly seen. Appears normal. Left ovary: visibility: clearly seen. Appears normal. No obvious adnexal masses or free pelvic fluid demonstrated. Diagnoses: normal pelvic scan. Sterilization clips not assessed as were not visualized on ultrasound. Lot number: d29716. Manufacturing date: 2014/10/30. Expiration date: 2017/10/28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-oct-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("she became pregnant"), abortion spontaneous ("miscarriage.") And device dislocation ("sterilization clips not assessed as were not visualized on ultrasound") in a 31 year-old female patient who had essure inserted (lot no. D29716). Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("she became pregnant"). The patient had a medical history of cholecystectomy in 2013 and sphincter of oddi dysfunction, pancreatitis, sphincter of oddi dysfunction (transduodenal sphincteroplasty - 2017), vaginal bleeding, intermenstrual bleeding, post coital bleeding, heavy menstrual bleeding, dysmenorrhea, back pain, ovulation pain, nausea and pain. Concomitant products included zomorph (morphine sulfate), codeine, brufen mr (ibuprofen;tizanidine hydrochloride), paracetamol, oral contraceptive nos, tranexamic acid, cyclizine and morphine. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 1023 days after essure insertion, she experienced device dislocation (seriousness criterion medically important). Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), pregnancy with contraceptive device (seriousness criterion medically important), abortion spontaneous (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic or hypersensitivity reaction"), menstrual disorder ("changes to menstrual cycle"), discomfort ("discomfort"), mental disorder ("psychiatric or psychological problems"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems") and was found to have hormone level abnormal ("hormonal problems nos"). The patient was treated with surgery (essure removal, hysterectomy / total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, device dislocation, genital haemorrhage, dyspareunia, hypersensitivity, menstrual disorder, discomfort, hormone level abnormal, mental disorder, urinary tract disorder and bladder disorder were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, bladder disorder, device dislocation, discomfort, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder, pelvic pain, pregnancy with contraceptive device and urinary tract disorder to be related to essure administration. The reporter commented: 2 coils were trailing from each cornual end. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2020: MRI cholangio-pancreatogram. Clinical information: ongoing pancreaticobiliary pain, previous cholecystectomy and surgical sphincteroplasty for sphincter of oddi dysfunction conclusion: no biliary tract dilatation. No cbd stone [specialist consultation] on (B)(6) 2021: patient came for reconsenting as her old consent was more than a year old. She also mentioned that she would like to have her labial tear repaired which she sustained during delivery. She still has heavy bleeding and she is not keen for any other options and she is happy to have surgery. Dr have, therefore, consented her for a total hysterectomy, bilateral salpingectomy, right labial repair and conservation of ovaries [ultrasound pelvis] on (B)(6) 2019: gynecological ultrasonography. Indication: lower abdominal pain, assess position of essure. Heavy bleeding. Lmp: 3 weeks ago. Findings: uterus anteverted. Cervix appears unremarkable. Endometrium clearly visualized. Comment: small trace of fluid noted within the cavity measuring 4mm, either side of this the endometrium measures 8.6mm in total. Pouch of douglas: free fluid: none seen. Right ovary: visibility: clearly seen. Appears normal. Left ovary: visibility: clearly seen. Appears normal. No obvious adnexal masses or free pelvic fluid demonstrated. Diagnoses: normal pelvic scan. Sterilization clips not assessed as were not visualized on ultrasound. Lot number: d29716,, manufacturing date: 2014/10/30 expiration date: 2017/10/28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-oct-2022: medical recored received: other health professional's reporter, lab data, device dislocation, imdrf code updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("she became pregnant") and abortion spontaneous ("miscarriage.") In an adult female patient who had essure inserted (lot no. D29716). Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("she became pregnant"). The patient had a medical history of vaginal bleeding, intermenstrual bleeding, post coital bleeding, heavy menstrual bleeding, dysmenorrhea, back pain, ovulation pain, nausea and pain. Concomitant products included oral contraceptive nos, tranexamic acid, cyclizine and morphine. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), pregnancy with contraceptive device (seriousness criterion medically important), abortion spontaneous (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic or hypersensitivity reaction"), menstrual disorder ("changes to menstrual cycle"), discomfort ("discomfort"), mental disorder ("psychiatric or psychological problems"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems") and was found to have hormone level abnormal ("hormonal problems nos"). The patient was treated with surgery (essure removal, hysterectomy). At the time of the report, none of the outcomes for these events were known. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, bladder disorder, discomfort, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder, pelvic pain, pregnancy with contraceptive device and urinary tract disorder to be related to essure administration. The reporter commented: 2 coils were trailing from each cornual end. Lot number: d29716. Manufacturing date: 2014/10/30. Expiration date: 2017/10/28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-may-2022: mr received. Reporter information, patient aka name, race, medical history, concomitant medications, rcc added. Event: she became pregnant, device ineffective and miscarriage added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('she became pregnant') and abortion spontaneous ('miscarriage.') In an adult female patient who had essure (batch no. D29716) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "she became pregnant". The patient's medical history included pain, nausea, ovulation pain, back pain, dysmenorrhea, heavy menstrual bleeding, post coital bleeding, intermenstrual bleeding and vaginal bleeding. Concomitant products included cyclizine, morphine, oral contraceptive nos and tranexamic acid. On (B)(6)2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic or hypersensitivity reaction"), menstrual disorder ("changes to menstrual cycle"), discomfort ("discomfort"), mental disorder ("psychiatric or psychological problems"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal problems nos"). The patient was treated with surgery (essure removal, hysterectomy). Essure was removed on (B)(6)2021. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, hypersensitivity, menstrual disorder, discomfort, hormone level abnormal, mental disorder, urinary tract disorder and bladder disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, bladder disorder, discomfort, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder, pelvic pain, pregnancy with contraceptive device and urinary tract disorder to be related to essure. The reporter commented: 2 coils were trailing from each cornual end lot number: d29716, manufacturing date: 2014/10/30, expiration date: 2017/10/28 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-jun-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("she became pregnant"), abortion spontaneous ("miscarriage."), device dislocation ("sterilization clips not assessed as were not visualized on ultrasound") and embedded device ("uss showed borderline myometrial coverage for left insert.") In a 31 year-old female patient who had essure inserted (lot no. D29716). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("she became pregnant"). The patient had a medical history of tonsillectomy in 2014, cholecystectomy in 2013 and menorrhagia, lower abdominal discomfort, sphincter of oddi dysfunction, pancreatitis, sphincter of oddi dysfunction (transduodenal sphincteroplasty - 2017), vaginal bleeding, intermenstrual bleeding, post coital bleeding, heavy menstrual bleeding, dysmenorrhea, back pain, ovulation pain, nausea and pain. Concomitant products included zomorph (morphine sulfate), codeine, brufen mr (ibuprofen;tizanidine hydrochloride), paracetamol, oral contraceptive nos, tranexamic acid, cyclizine and morphine. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 1027 days after essure insertion, she experienced device dislocation (seriousness criterion medically important). Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), pregnancy with contraceptive device (seriousness criterion medically important), abortion spontaneous (seriousness criterion medically important), embedded device (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic or hypersensitivity reaction"), menstrual disorder ("changes to menstrual cycle"), discomfort ("discomfort"), mental disorder ("psychiatric or psychological problems"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), abdominal pain lower ("pain"), ovulation pain ("ovulation pain") and paraesthesia ("paraesthesia") and was found to have hormone level abnormal ("hormonal problems nos"). The patient was treated with surgery (essure removal, hysterectomy / total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, device dislocation, genital haemorrhage, dyspareunia, hypersensitivity, menstrual disorder, discomfort, hormone level abnormal, mental disorder, urinary tract disorder and bladder disorder were unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2019 and the estimated date of delivery was on (B)(6) 2019. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, bladder disorder, device dislocation, discomfort, dyspareunia, embedded device, genital haemorrhage, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder, ovulation pain, paraesthesia, pelvic pain, pregnancy with contraceptive device and urinary tract disorder to be related to essure administration. The reporter commented: 2 coils were trailing from each cornual end uss showed borderline myometrial coverage for left insert. Mobility issues. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: clinical history : adequate tubal occlusion. Recent essure sterilization. Ultrasound showed borderline myometrial coverage for left insert. Clinical details: recent essure sterilisation. Uss showed borderline myometrial coverage for left insert. Both essure inserts are seen and the left has successfully occluded. However there was leak of contrast around the right insert with distal fallopian tube visualized by the end of the examination. Normal appearance to the uterine cavity. Patient to continue with contraceptive implant and for a repeat hsg in (B)(6) to reassess tubal patency on right; on (B)(6) 2017: clinical history : post essure sterilization, previous hsg showed leakage from the right tube clinical details: essure sterilization start of (B)(6) 2016. Hsg on (B)(6) dec showed contrast leak right tube the essure inserts are appropriately located. An additional linear radio opaque object is present in the right side of the pelvis. The uterine cavity outline is normal. No tubal filling is demonstrated with adequate injecting pressures summary: bilateral tubal blockage confirmed [magnetic resonance imaging] on (B)(6) 2020: MRI cholangio-pancreatogram. Clinical information: ongoing pancreaticobiliary pain, previous cholecystectomy and surgical sphincteroplasty for sphincter of oddi dysfunction conclusion: no biliary tract dilatation. No cbd stone [specialist consultation] on (B)(6) 2021: patient came for recementing as her old consent was more than a year old. She also mentioned that she would like to have her labial tear repaired which she sustained during delivery. She still has heavy bleeding and she is not keen for any other options and she is happy to have surgery. Dr have, therefore, consented her for a total hysterectomy, bilateral salpingectomy, right labial repair and conservation of ovaries [ultrasound pelvis] on (B)(6) 2016: clinical details: essure sterilization (B)(6) ago. Lmp: (B)(6) ago following the procedure and had continuous bleeding until (B)(6) ago. Both essure inserts are seen high at the fundus with fairly peripheral locations. The right insert has satisfactory myometrial cover of 5mm. However, the left measures at most 4mm with the myometrial edge difficult to clearly demonstrate. Both ovaries are seen and appear normal. No adnexal masses or cysts seen. No free fluid in the pelvis. Conclusion: satisfactory placement of the right insert but borderline position of the left; on (B)(6) 2019: gynecological ultrasonography. Indication: lower abdominal pain, assess position of essure. Heavy bleeding. Lmp: 3 weeks ago. Findings: uterus anteverted. Cervix appears unremarkable. Endometrium clearly visualized. Comment: small trace of fluid noted within the cavity measuring 4mm, either side of this the endometrium measures 8.6mm in total. Pouch of douglas: free fluid: none seen. Right ovary: visibility: clearly seen. Appears normal. Left ovary: visibility: clearly seen. Appears normal. No obvious adnexal masses or free pelvic fluid demonstrated. Diagnoses: normal pelvic scan. Sterilization clips not assessed as were not visualized on ultrasound concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:pain,device embedded,ovulation pain,paraesthesia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("she became pregnant"), abortion spontaneous ("miscarriage"), device dislocation ("sterilization clips not assessed as were not visualized on ultrasound") and embedded device ("uss showed borderline myometrial coverage for left insert") in a 31 year-old female patient who had essure inserted (lot no. D29716). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("she became pregnant"). The patient had a medical history of tonsillectomy in 2014, cholecystectomy in 2013 and menorrhagia, lower abdominal discomfort, sphincter of oddi dysfunction, pancreatitis, sphincter of oddi dysfunction (transduodenal sphincteroplasty - 2017), vaginal bleeding, intermenstrual bleeding, post coital bleeding, heavy menstrual bleeding, dysmenorrhea, back pain, ovulation pain, nausea and pain. Concomitant products included zomorph (morphine sulfate), codeine, brufen mr (ibuprofen;tizanidine hydrochloride), paracetamol, oral contraceptive nos, tranexamic acid, cyclizine and morphine. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 1027 days after essure insertion, she experienced device dislocation (seriousness criterion medically important). Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), pregnancy with contraceptive device (seriousness criterion medically important), abortion spontaneous (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic or hypersensitivity reaction"), menstrual disorder ("changes to menstrual cycle"), discomfort ("discomfort"), mental disorder ("psychiatric or psychological problems"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), embedded device (seriousness criterion medically important), abdominal pain lower ("pain"), ovulation pain ("ovulation pain") and paraesthesia ("paraesthesia") and was found to have hormone level abnormal ("hormonal problems nos"). The patient was treated with surgery (essure removal, hysterectomy/total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, device dislocation, genital haemorrhage, dyspareunia, hypersensitivity, menstrual disorder, discomfort, hormone level abnormal, mental disorder, urinary tract disorder and bladder disorder were unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2019 and the estimated date of delivery was on (B)(6) 2019. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, bladder disorder, device dislocation, discomfort, dyspareunia, embedded device, genital haemorrhage, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder, ovulation pain, paraesthesia, pelvic pain, pregnancy with contraceptive device and urinary tract disorder to be related to essure administration. The reporter commented: 2 coils were trailing from each cornual end uss showed borderline myometrial coverage for left insert. Mobility issues. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2016: clinical history: adequate tubal occlusion. Recent essure sterilization. Ultrasound showed borderline myometrial coverage for left insert. Clinical details: recent essure sterilisation. Uss showed borderline myometrial coverage for left insert. Both essure inserts are seen and the left has successfully occluded. However there was leak of contrast around the right insert with distal fallopian tube visualized by the end of the examination. Normal appearance to the uterine cavity. Patient to continue with contraceptive implant and for a repeat hsg in (B)(6) to reassess tubal patency on right; on (B)(6) 2017: clinical history: post essure sterilization, previous hsg showed leakage from the right tube clinical details: essure sterilization start of (B)(6) 2016. Hsg on (B)(6) showed contrast leak right tube. The essure inserts are appropriately located. An additional linear radio opaque object is present in the right side of the pelvis. The uterine cavity outline is normal. No tubal filling is demonstrated with adequate injecting pressures. Summary: bilateral tubal blockage confirmed. [Magnetic resonance imaging] on (B)(6) 2020: MRI cholangio-pancreatogram. Clinical information: ongoing pancreaticobiliary pain, previous cholecystectomy and surgical sphincteroplasty for sphincter of oddi dysfunction conclusion: no biliary tract dilatation. No cbd stone [specialist consultation] on (B)(6) 2021: patient came for reconsenting as her old consent was more than a year old. She also mentioned that she would like to have her labial tear repaired which she sustained during delivery. She still has heavy bleeding and she is not keen for any other options and she is happy to have surgery. Dr have, therefore, consented her for a total hysterectomy, bilateral salpingectomy, right labial repair and conservation of ovaries. [Ultrasound pelvis] on (B)(6) 2016: clinical details: essure sterilization (B)(6) ago. Lmp: (B)(6) ago following the procedure and had continuous bleeding until (B)(6). Both essure inserts are seen high at the fundus with fairly peripheral locations. The right insert has satisfactory myometrial cover of 5mm. However, the left measures at most 4mm with the myometrial edge difficult to clearly demonstrate. Both ovaries are seen and appear normal. No adnexal masses or cysts seen. No free fluid in the pelvis. Conclusion: satisfactory placement of the right insert but borderline position of the left; on (B)(6) 2019: gynecological ultrasonography. Indication: lower abdominal pain, assess position of essure. Heavy bleeding. Lmp: 3 weeks ago. Findings: uterus anteverted. Cervix appears unremarkable. Endometrium clearly visualized. Comment: small trace of fluid noted within the cavity measuring 4mm, either side of this the endometrium measures 8.6mm in total. Pouch of douglas: free fluid: none seen. Right ovary: visibility: clearly seen. Appears normal. Left ovary: visibility: clearly seen. Appears normal. No obvious adnexal masses or free pelvic fluid demonstrated. Diagnoses: normal pelvic scan. Sterilization clips not assessed as were not visualized on ultrasound. Lot number: d29716. Manufacturing date: 2014/10/30. Expiration date: 2017/10/28. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records:pain, device embedded,ovulation pain, and paraesthesia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-dec-2023: embedded device,pain,device embedded,ovulation pain,paraesthesia , event added...insertion date,reporters,patient information,medical history,lab data,added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D29716) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic or hypersensitivity reaction"), menstrual disorder ("changes to menstrual cycle"), discomfort ("discomfort"), mental disorder ("psychiatric or psychological problems"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems") and was found to have hormone level abnormal ("hormonal problems nos"). The patient was treated with surgery (essure removal, hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, hypersensitivity, menstrual disorder, discomfort, hormone level abnormal, mental disorder, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered bladder disorder, discomfort, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder, pelvic pain and urinary tract disorder to be related to essure. Lot number: d29716 manufacturing date: 2014/10/30 expiration date: 2017/10/28 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-dec-2021: quality safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D29716) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic or hypersensitivity reaction"), menstrual disorder ("changes to menstrual cycle"), discomfort ("discomfort"), mental disorder ("psychiatric or psychological problems"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems") and was found to have hormone level abnormal ("hormonal problems nos"). The patient was treated with surgery (essure removal, hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, hypersensitivity, menstrual disorder, discomfort, hormone level abnormal, mental disorder, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered bladder disorder, discomfort, dyspareunia, genital haemorrhage, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder, pelvic pain and urinary tract disorder to be related to essure. Lot number: d29716. Manufacturing date: 2014/10/30. Expiration date: 2017/10/28. Most recent follow-up information incorporated above includes: on 16-dec-2021: reporter's information was updated; patient's date of birth provided; essure was removed on (B)(6) 2021; new events genital haemorrhage, hormone level abnormal, mental disorder, dyspareunia, urinary tract disorder, bladder disorder, hypersensitivity, discomfort and menstrual disorder added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.